Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that the dual drive console (ddc) stopped pumping, while in use on the patient. The patient passed out and was hand pumped until switched to back up ddc without further incident.

Manufacturer narrative:
The patient remains stable on bivad support. The device is being analyzed and we are awaiting the results. A supplemental report will be submitted, when the manufacturer's investigation is completed. There is no further information available at this time.